Manufacturer narrative:
Qn# (B)(4). A photograph of the sample related with this complaint was received for analysis. In such photograph, it was observed the patient tube with the blue connector from the ats connector. No issues were observed. The device history record of batch number 74j2201076 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. The device history record shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determine the root cause and the corresponding corrective actions. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this co mplaint. If defective sample becomes available at a later date this complaint will be updated as applicable.

Event description:
Reported issue: an air leak was detected. The blue connector seemed loose when connected to tubing coming from the patient. Switched out for another unit using same tubing coming from patient and air leak went away.